Event description:
After initial tightening of the occipital plate set screws and during preparation of the pedicle screws, the set screws cross threaded and became detached from the plate. Attempts to reinsert the set screws were unsuccessful. They continued to strip and could not be utilized. The construct was removed, replaced and the surgery completed without further issue. The exchange of hardware extended surgery approximately an hour and a half (1.5).

Manufacturer narrative:
An evaluation of the suspect device is currently being conducted. Upon completion a follow-up submission will be provided. The solanas avalon posterior oct fixation system facilitates the surgical correction of spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. Device implants include a range of sizes of bone screws, hooks, rods, plates, and bridge assemblies to provide the versatility required for the specific conditions listed in the indications section. The components in the solanas system can be linked to the components in the zodiac polyaxial spinal fixation system offered by alphatec spine using the axial rod connectors, parallel rod connectors or transitional rods. The implants are manufactured from (B)(4). When used in the occipito-cervico-thoracic spine, the solanas avalon posterior oct fixation system may be used from the occiput to t3. It is intended that the implants be removed after successful fusion.

Manufacturer narrative:
An evaluation of the suspect device found no manufacturing, processing or design related irregularities. The instrument was found to be properly manufactured and released in accordance with the device master record. Considering both the physical condition of the parts explanted as well as the ultimate torque test results, the most likely root cause of this failure was the axial misalignment of the set screw and securing instruments.